Event description:
An endeavor resolute drug eluting stent was being used to lesion a treat in the mid rca with 99% stenosis, moderate tortuosity and little calcification. The lesion was pre-dilated once to 12atms. The endeavor resolute device was removed from packaging per IFU with no issues noted. Device was prepped prior to use with no issues noted. Resistance was encountered when advancing the device but excessive force was not used. During the procedure the device was unable to cross the lesion and on removal it was noticed that the stent struts were damaged. The patient is reported to be good post procedure. Physician indicated that the event was due to use of the device in difficult lesion morphology/anatomy. Device evaluation: the device was returned for analysis. The tip was slightly flared. A number of segments on the stent were raised, deformed and misaligned. The stent was bunched and deformed from the 3rd segment to the 6th segment and the stent had moved distally from proximal pillow. The hypotube was kinked. Please note that this device (endeavor resolute) is distributed outside the united states; however, it is similar to the united states distributed product (resolute integrity).

Manufacturer narrative:
Results: inherent risk of procedure (stent deformation); patients condition affected effectiveness of device (99% stenosis, moderate tortuosity , little calcification); deformation problem (stent deformation). Conclusion: inherent risk of procedure ¿ (stent deformation); device failure/lack of effectiveness related to patient condition (99% stenosis, moderate tortuosity, little calcification). (B)(4).